Event description:
A new IV solution bag of d5lr was hung at 12mn, using new IV tubing. After the tubing was primed and placed on the pump the drip chamber was noted to be filled. When the tubing was checked, it disconnected from the drip chamber. The problem was discovered before injury to the pt, (ie risk of infection) occurred.